Event description:
It was reported that: patient is experiencing pain in his left hip. Patient also states that he is having pain in the joint area and that it shoots down his leg. Patient states that the pain started six to eight months after surgery.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.